Event description:
The devices were rec'd with no info.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device (a) was returned in good visual condition. The instrument was cycled, fed and formed 2 clip conforming and 1 malformed clips due to bypass issues. In addition the orange indicator did not showed up after the device locked out. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found damaged. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that the el5ml device (b) was rec'd non-functional. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.